Event description:
On june 22, 2006, a clinical incident involving a perc - dc arthrowand was reported to arthrocare. It was reported during a nucleoplasty procedure. The tip of the wand detached and remained in the patient's disc (c5 or c6). There is no plan to reoperate to remove the fragment. The patient is reported to be doing well.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation and, therefore no conclusion can be made.